Manufacturer narrative:
The pt reportedly presented with minor swelling around the implant site. The site was not clearly infected. The pt's device was explanted. The pt will be reimplanted at a later date.

Manufacturer narrative:
Additional information: device available for evaluation?

Manufacturer narrative:
The external visual inspection revealed antenna coil damage. The photographic imaging inspection confirmed antenna coil breaks. System lock could not be obtained at any spacing. The no lock conditions prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This device had broken antenna coil wires. A corrective action has been implemented.

Manufacturer narrative:
A low grade infection was reportedly identified during explant surgery.

Manufacturer narrative:
The recipient reportedly did not experience an infection during explant surgery, but was not reimplanted due to thick tissue. There was no additional medical treatment. Reimplant surgery will occur at a later date. The recipient is reportedly doing well. This is the final report.

Event description:
The pt has reportedly been experiencing intermittent lock. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery is scheduled.